Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was hospitalized on 11/2011 for a low blood glucose level of 20 mg/dl. The customer stated that she was talking to her husband and suddenly went unconscious. No further information was provided.